Event description:
A health care professional called monday morning (B)(6) 2022 to say a patient has arrived at her facility in utah to report having received a shock. The patient was traveling in the salt lake city area from his residence and prescribed healthcare in mesa arizona. There was no shock episode data transmission because the assistant had powered off due to low battery and hadn't been transmitting. The staff was able to find the assistant, and charge it enough to power on and send a transmission, which was provided to both the local and prescribing hcps. The local hcp was provided the prescribing physician's contact information by kmts in order to discuss immediate healthcare plans.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. Returned therapy cable failed weight test and safety test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.